Event description:
In 2008, the sales rep reported that during a revision surgery, the prong broke off when removing the closure top. The surgeon was able to retrieve the broken prong. There was no delay in surgery. Add'l info received on 6 jun 2008 via telephone. The sales rep reported that the revision surgery was for pseudoarthrosis. The surgeon used the regular screw driver to finish the case as intended.

Manufacturer narrative:
Request has been made to obtain the product. Eval is pending upon the return of the product.